Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.

Event description:
Device malfunction: premature deployment. Time of malfunction: during preparation. Symptoms/ae: none. It was reported that when the device was removed from the package the device was already deployed. The product was not used. No add'l info available.